Event description:
Anesthesiologist attempting direct laryngoscopy with carnegie surgical laryngoscope green system reusable handle when the handle broke and fell apart into 3 pieces. All pieces retrieved and removed from area. Equipment examined by chief crna. Surgeon and anesthesiologist aware. Patient successfully intubated with glidescope blade by anesthesiologist. Chest xray obtained prior to extubation. No radiopaque foreign body identified. No harm to patient.